Event description:
Reporter indicated a patient's vns was unable to be interrogated and was believed to be at end of service. The patient's vns generator was later replaced, and the lead was also replaced due to the patient experiencing shock-like sensations in the right side of the neck prior to the generator being completely at end of service. The generator and lead were returned for analysis. Analysis of the generator confirmed normal end of service, and the battery was depleted. During the visual analysis of the lead, the marked connector quadfilar coil appeared to be broken past the electrode bifurcation. Scanning electron microscopy was performed on the marked connector quadfilar coil break and identified the area as having extensive pitting, which prevented identification of the coil fracture type. Scanning electron microscopy was performed on the unmarked connector quadfilar coil break and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. What appeared to be evidence of electro-etching was observed on the coil surface of the unmarked quadfilar coil. During the visual analysis of the returned 19mm portion the green (-) electrode quadfilar coil appeared to be broken at the proximal end of the anchor tether. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. During the visual analysis of the returned 7mm portion the white (+) electrode quadfilar coil appeared to be broken approximately 4mm from the end of the cut inner silicone tubing. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. During the decontamination process incisions were made to allow for continuity checks. The ends of the inner silicone tubes appeared to be abraded open / torn. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Attempts for further information are in progress.

Event description:
Manufacturer follow up with the treating neurologist indicated the patient was seen only once in (B)(6) 2011, prior to the vns replacement surgery on (B)(6) 2011, and the vns was unable to be interrogated at that office visit due to believed end of service. It is unknown if any trauma occurred. No x-rays were performed. The neck pain was not reported to the neurologist at the (B)(6) 2011, office visit.

Manufacturer narrative:
Device failure occurred.